Event description:
As reported, once this swan-ganz catheter was inserted into patient, it could not be deflated. Before insertion, the catheter was flushed and the balloon tested successfully. The balloon inflated easily and deflated passively. Upon insertion to patient, the balloon inflated smoothly. Before floating, the pa (pulmonary artery) pressure was registering a high reading already. The catheter was floated but the user thought it was coiling in the right atrium, so it was decided to remove the catheter. However, the balloon did not deflate passively. The balloon was tried to be deflated manually as per consultant anesthetist's instructions. The toe probe (trans-oesophageal echocardiogram) was utilized to make sure the balloon was not inflated before withdrawing, but it was finally removed with the balloon inflated without any issues. Once removed, the balloon appeared to be inflated and half-filled with a clear fluid of unknown origin. The problem was solved using a new swan-ganz catheter. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Section b5 was reworded to: as reported, when trying to remove this swan ganz catheter inserted in a patient with already high pa (pulmonary artery) pressure due to user suspicion of device coiling in the right atrium, this swan ganz catheter balloon did not deflate. Once the product was withdrawn, the balloon appeared to be inflated and half-filled with a clear fluid of unknown origin, despite it had been tried to be deflated manually and a toe probe (trans-oesophageal echocardiogram) was utilized to make sure the balloon was not inflated before catheter removal. Before insertion, the catheter had been ushed and the balloon inflated and deflated passively without problems. Also, upon insertion into patient, the balloon inflated smoothly. There was no patient injury and a new swan ganz catheter was inserted. The device was evaluated. The report of could not be deflated was unable to be confirmed. As received, balloon was intact but could not maintain inflation due to an interlumen leakage between the distal and optical lumen. Interlumen leakage occurred in the catheter backform. Through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The reported issue could not be confirmed. The additional issue, that was not related to the initial problem, was concluded to be potentially related to the manufacturing process. As part of the manufacturing process, the units go through a leak test inspection process and a balloon inflation.